Manufacturer narrative:
Block e1: initial reporter city is (B)(6); reported here as city name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f2301 captures the reportable event of additional device used (rescue rat tooth / alligator grasping forceps) to retrieve the detached needle knife inside the patient.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stenosis of the bile duct performed on (B)(6) 2025. During the procedure, the microknife xl needle cutter became loose. It was reported that the needle detached and fell inside the patient. The detached needle was successfully retrieved using rescue rat tooth / alligator grasping forceps. The procedure was subsequently completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the device was energized when not in contact with tissue; however, per the instructions for use (IFU), precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury.